Event description:
It was reported that during a procedure on the spine that the tip of the bur broke off. It was further reported that the tip of the bur was retrieved from the patient using suction. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Device not returned for evaluation. In addition, no lot number information was available, as the packaging was discarded at the account.